Manufacturer narrative:
MDR(B)(4)/ initial 3 of 4 e1: name: tandem street: 11045 roselle street city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced infusion set fell off during use and infusion set in use for 1-2 days on (B)(6) 2026.